Event description:
It was reported that a ventricular tachycardia (vt) episode was detected as a supra ventricular tachycardia (svt) by the implantable cardioverter defibrillator (ICD). The episode was noted to have self terminated. The ICD was reprogrammed and remains in use. No patient complications have been reported as a result of this event.